Manufacturer narrative:
Unit alarmed a35 during rewind due to motor encoder signal out of phase. Unable to verify motor error alarms or motor position encoder error alarms due to a35 alarms. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error alarm during priming. The customer stated that the device was recently worn during a dental scan. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.